Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial lead had no capture and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.